Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi after a failed attempt to apply the cyber security upgrade. The device was restored after performing a firmware download. The device was reprogrammed. The patient did not experience any symptoms from the bvvi pacing.